Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg number: 3004608878-2019-00008 and 3004608878-2019-00010.

Event description:
This is 2 of 3 reports. The customer reported that the crwtbss (crw trunnion reticle set) with the circular engraving has not been visible in x-ray for the last three (3) deep brain stimulation (dbs) cases. Inspection of the device showed that it had no x-ray-opaque filler in the engraving. The filler in the reticle has fallen out. The customer reported the reticles they have has been used the same number of times and cleaned in the same way after every use. Additional information has been requested.

Manufacturer narrative:
The device was not returned for evaluation. Failure analysis and determination of root cause is not possible as the complaint could not be verified given that a product sample was not returned to verify the complaint. A DHR review cannot be performed at this time as the lot number for crwtbss was not provided nor was the product sent in for inspection. The reported complaint was not confirmed. The root cause cannot be determined due to the lack of information received to perform a complete investigation.

Event description:
N/a.